Event description:
It was reported via user facility medwatch report that the brakes failed to pull test. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Reported in user facility medwatch (B)(4). Result: brake plate kit. Conclusion: service technician scheduled repair visit for (B)(6) 2012.